Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the reservoir had issues. The customer¿s blood glucose was unknown at the time of the incident. It was also reported that they had changed reservoir and got over 200 units of insulin in it and tried to take it off from the needle,the top broke off in it and couldn't get it out so lost over 200 units of insulin and another reservoir wasted down the drain. The insulin pump will not be returned for analysis.